Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a knot in the tubing set. On an unspecified date, the patient was admitted to the long-term care nursing facility with respiratory failure. The customer contact reported that the patient had a history of coronary artery disease, obtrusive sleep apnea, multiple unspecified wounds, a decubitus ulcer, and clostridium difficile. On (B)(6) 2014, at an unspecified time, the patient went into cardiac arrest. No specific details were provided. At an unspecified time, a code blue was called. During the code blue, it was reported that the nurse obtained the tubing set from the code cart. It was reported that the tubing set was to be used to deliver normal saline, in a resusitation situation, at an unspecified rate, via a second peripheral IV access site. At approximately 0830, while attempting to prime the tubing set, the nurse noted a knot in the tubing set. It was reported that the location of the knot was described as adjacent to the green slide clamp of the tubing set. Additional information, including a photograph that was taken at the user facility, indicated the know was located proximal to the cassette of the tubing set and the distal clave y-site/port (available for administration of meds or additional fluids). The nurse also reported that numerous areas along the tubing set were flattened. No information or photographs were available regarding how the tubing set was packaged. According to the nurse, the tubing set was immediately thrown into a sink. The tubing set was replaced and the therapy was initiated. After an unspecified length of time, the nurse reported that the patient had a pulse and was resuscitated from cardiac arrest. At 0840, it was reported that the patient had a pulse and was transferred to the emergency room (ER) at another facility. It was reported that when the patient arrived at the ER, the patient was in full arrest. In the ER, it was reported that the patient was treated with four rounds of medications with a reported downtime of 20 minutes. At 0908, it was reported that the ER code blue was stopped. At an unspecified time, the patient expired. It was reported that the ER physician's notes indicate that the cause of death was cardiopulmonary arrest. It was reported that the ER physician had a discussion with the medical examiner. No specific details were provided. No autopsy was performed. It was reported by the user facility's risk manager that the tubing set did not contribute to the event. According to the nurse, "fluid was on the set"; however, a photograph taken at the user facility indicated the presence of fluid both proximal and distal to the knot in the tubing set. Hospira's medical investigation is complete. Though requested, no additional information was provided.